Event description:
Customer was hospitalized with dka and has been released. The customer that they had unexplained high bgs. The last set was changed two days before the call. The time and basal rates were conect. However, the cusotmer stated that the reservoir volume decreased by iu over the last two hours when it should have decreased by 2.6u. There was not any basal ongoing and the pump was not in suspend. The customer reported bgs were fine after resuming pump use.